Event description:
(B)(4). At time of ovulation, left hip hurt to the point of not being able to walk upstairs. Continued to get worse. Now, one year later, both hips hurt at time of ovulation, my hair is beginning to fall out.